Event description:
The event is reported as: during a endo-gastric bypass, the jaws of the device snapped off. This is the first of thee reports as incident was reported as happening three times. No patient injury reported. No further information available.

Manufacturer narrative:
Sample has been requested but not received yet for evaluation. The results of the investigation are not available at the time of this report. A follow up evaluation will be sent when available.